Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify unexpected restart due to blank display. Pump received with stripped battery cap coin slot(p).

Event description:
It was reported via phone call that insulin pump had a blank screen display. Customer¿s blood glucose was 200 mg/dl. Troubleshooting was performed, and caller reported that display screen came back on, but showed an unexpected restart error alarm and then shut off again. Insulin pump is expected to return for failure analysis.